Manufacturer narrative:
(B)(4). Please clarify if the clips were dropping out of the device or spitting out of the device? Can you please indicate which of the clips (in the attached picture) best represent the malformed clips observed? Were any abnormalities noticed with the shroud/distal portion of the jaws? Please confirm if all three devices experienced ¿falling unformed clips¿, ¿clips not forming¿ and ¿locking up and not firing¿? Which firing did the issues described above occur? Please answer for all three devices. How many clips were fired with each device? Was the device fired over an existing clip? Please answer for all three devices. Did the procedure drive the need to apply torque or twist the device(s)? How many days post op did the patient present with symptoms of a post op leak? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient¿s anatomy present with any challenges for the case?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify if the clips were dropping out of the device or spitting out of the device? Both. Can you please indicate which of the clips (in the attached picture) best represent the malformed clips observed? 3, 4, 5, and 6. Were any abnormalities noticed with the shroud/distal portion of the jaws? N/a. Please confirm if all three devices experienced ¿falling unformed clips¿, ¿clips not forming¿ and ¿locking up and not firing¿? Not forming and falling out. Which firing did the issues described above occur? Please answer for all three devices. Happened with all three. How many clips were fired with each device? Multiple. Was the device fired over an existing clip? Please answer for all three devices. No. Did the procedure drive the need to apply torque or twist the device(s)?normal procedure. How many days post op did the patient present with symptoms of a post op leak? 2. Was this an emergency or planned cholecystectomy? Planned. Was this a typical case? Yes. Did the patient¿s anatomy present with any challenges for the case? Normal the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the device unformed, clips were not forming completely (rep said not scissored though), and device locked up and didn¿t fire. These same issues occurred with two additional devices but surgeon managed to still use third device to complete the case. The rep said no cholangiogram was done on this procedure. Post operative the patient was thought to have a cystic duct leak and ercp with stent placement was performed. Patient was doing fine and was released from hospital on (B)(6) 2013.